Event description:
It was reported that the pt expired in 2007, approx 1 day post-op due to unk reasons. No other details were provided. At the time of the pt demise the pt had another device implanted in the tricuspid position. Please refer to medwatch number 6000002-2008-08170. This pt additionally had ring repair on the tricuspid valve. The ring was explanted and replaced with another ring. Please refer to medwatch number 6000002-2008-08166. It appears that ring repair was attempted on the tricuspid valve on the same day of the implant, and was explanted. Two follow up attempts were made obtain add'l info concerning the reported event. No other info was forthcoming.

Manufacturer narrative:
Device not returned. Reportedly, at the time of implantation of the device, the pt had tricuspid valve repair involving a model 4900 28mm that was explanted in 2008. The reason for the explant is unk; however, it was replaced with a another device. Please refer to medwatch numbers 6000002-2008-08166 and 6000002-2008-08170.